Event description:
In this event, it was reported that a propex apex locator provided incorrect measurements; event outcome is unk as of this MDR eval. However, there is no indication that injury resulted.

Manufacturer narrative:
While there is apparently no report of injury in this event, there has been a previous report received in the past two years where this malfunction resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr 803. The device was returned and evaluated and was found to have a measuring wire and hook that did not have correct electrical contact.